Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 400 mg/dl at the time of the incident. Customer stated that the exact value was unknown. Customer stated that they treated high blood glucose via infusion set or manual injection. Customer stated that they changed entire infusion set 3 times in past 24 hours but insulin flow block alarm was recurred. It was unknown that auto mode feature was active or not at the time of event. The insulin pump will be returned for analysis.